Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Ventricular noise oversensing was observed on a routine follow-up (on (B)(6) 2015). Since the noise was also observed on the previous follow-up (classified in false ventricular tachycardia episodes), the physician decided to replace the right ventricular lead, capping and leaving the subject lead in place.